Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.